Manufacturer narrative:
Testing and investigation found the device intermittently did not sound an audible tone during an alarm condition. This was due to a fractured solder joint between the beepers. The fractured solder joint allowed intermittent contact between the beepers. The cause of the fractured solder joint could not be determined. Event problem codes: the event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
During verification testing at the service center, the device intermittently did not sound an audible tone during an alarm condition.